Manufacturer narrative:
A4 - weight-275 (unknown weight units (patient)) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion set became dislodged during use. A bent cannula and leakage were reported, and the patient's blood glucose level increased to 289 mg/dl. The infusion set and tubing were replaced, and a bolus was administered to resolve the issue. There was patient involvement with no reported patient harm.